Manufacturer narrative:
Additional information: h6- type of investigation 3331 - device history record (DHR) review; DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable as a serious injury or reportable malfunction has not occurred. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2. -10.5/1.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens tore/broke during injection/delivery into the eye. The lens stuck in cartridge or injection system. There was patient contact(lens touched the eye). No patient injury. The lens was exchanged with a same length lens on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Correction of information: b5 - reported as; the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2. -10.5/1.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens tore/broke during injection/delivery into the eye. The lens stuck in cartridge or injection system. There was patient contact (lens touched the eye). No patient injury. The lens was exchanged with a same length lens on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown. Correct to: the reporter indicated that a 13.2mm vticm5_13.2. -10.5/1.0/092 (sphere/cylinder/axis) implantable collamer lens for the patient's left eye (os). The lens tore/broke during injection/delivery into the eye. The lens stuck in cartridge or injection system. There was patient contact (lens touched the eye). No patient injury. A new lens was implanted with a same length lens on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown. D4: primary unique device identifier (UDI)#: reported as: (B)(4) - correct to: (B)(4). "UDI related data quality updates only". D6a - reported as: (B)(6) 2024 - correct to: blank (lens not implanted). D6b - reported as: (B)(6) 2024 - correct to: blank (lens not implanted). G3 - reported as (B)(6) 2023 - correct to: (B)(6) 2023. Claim# (B)(4).